Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer further reported that she was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of the hospitalization was 558 mg/dl. The customer expressed light headedness and stomach sickness as symptoms related to her high blood glucose. The customer described that she had ketones and experienced vomiting as well. The customer stated that she had almost passed out when she woke up in the morning. The customer was treated with an IV drip and nausea treatment. The customer changed the infusion set and stated that she felt much better. The customer was advised that replacement supplies would be sent. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.